Manufacturer narrative:
A thorough investigation was to be performed to determine the cause of the reported problem. The issue was confirmed, and the philip¿s service engineer replaced the transducer to resolve the issue. The suspect part could not be obtained for further failure analysis. The system has returned to service with no similar issues reported.

Event description:
It was reported by the customer that the x7-8t tee transducer would not articulate during use with an epiq 7c ultrasound system. There was no patient or user harm associated with this event. The exam was completed without delay. The field service engineer replaced the transducer to resolve the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
It was reported by the customer that the x7-8t tee transducer would not articulate during use with an epiq 7c ultrasound system. There was no patient or user harm associated with this event. The exam was completed without delay. The field service engineer replaced the transducer to resolve the issue.

Manufacturer narrative:
It was previously reported x7-8t tee transducer would not articulate during use with an epiq 7c ultrasound system and the suspect part could not be obtained for further failure analysis. However, the part was returned at a later date and a thorough investigation was performed by engineering. The investigation found that the transducer articulates as expected with no issues when rotating the anterior/posterior and lateral/medial knobs. Additionally, the rotational function driven by the switch is functioning correctly. The investigation was unable to reproduce the described failure mode and has not identified any additional concerns with the mechanical articulation of the transducer.